Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 56/50 code p on an unknown side on (B)(6) 2010. The patient was revised on (B)(6) 2015 due to osteolysis and pain.

Manufacturer narrative:
The quality records indicate that these components met all requirements to perform as intended. The compatibility check showed that the product combination was approved by zimmer. A tight monitoring by pms is being conducted for durom cups. Review of event description: product was implanted on (B)(6) 2010 and was revised on (B)(6) 2015 due to osteolysis and pain. X-rays were not received for evaluation. No surgical notes at hand neither from the implantation nor the revision surgery. Visual examination of the device: the durom cup shows damage from the revision surgery such as nicks slight scratches. The porous coating of the durom acetabular component exhibited lack of bone on growth. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. Slightly polished-like areas are visible on the porous coating of the durom acetabular component. The result of the examination did not change the results of the previous assessment. A "thight" monitoring is ongoing for revisions with durom cups where the initial implant date occurred after the relaunch of the durom cup. The distribution of this product was ceased meanwhile. Therefor, zimmer considers this case as closed. Zimmer's reference number of this file is (B)(4).